Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: gynecologic oncology 143 (2016) 596¿603; doi: http://dx.doi.org/10.1016/j.ygyno.2016.10.012. (B)(4).

Event description:
It was reported via journal article: "title : quality of life after radical trachelectomy for early-stage cervical cancer: a 5-year prospective evaluation" author: nd fleming , pt ramirez, pt soliman, km schmeler, gb chisholm, am nick, sn westin, m frumovitz citation: gynecologic oncology 143 (2016) 596¿603; doi: http://dx.doi.org/10.1016/j.ygyno.2016.10.012. This study aimed to prospectively assess quality of life, sexual functioning, symptoms, and satisfaction with healthcare decisions in women undergoing radical trachelectomy for early-stage cervical cancer. In this study, 32 female patients (median age of 30.7 years [ranged 21.4-38.7 years]) with early-stage (stage ia1 with lymphovascular space invasion, stage ia2, and stage ib1) primary adenocarcinoma, squamous cell carcinoma, or adenosquamous carcinoma of the cervix underwent radical trachelectomy and included in the analysis. In this radical trachelectomy (n=32), majority had cerclage placed (n=31) with ethibond sutures (n=30). Vicryl suture (n=12) was used in closure of utero-vaginal anastomosis. Postoperatively, within the 30 days of surgery, complications included febrile morbidity (n=4), urinary tract infection (n=2), vaginal cuff cellulitis (n=1), pelvic abscess (n=3), pelvic hematoma (n=2), cerclage erosion (n=2), uterine necrosis (n=1) and grade 3 anemia (n=3) which required blood transfusion. In more than 30 days after surgery, complications included poor healing of utero-vaginal anastomosis (n=2) and cerclage erosion (n=7). The study highlighted several postoperative and long-term complications that can occur in patients undergoing radical trachelectomy that can affect quality of life.